Manufacturer narrative:
Failure analysis noted that the pump had no button response and alarmed button error due to moisture damage on the electronic assembly. There was moisture damage found on the motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 182 mg/dl at the time of incident. The customer stated that she was at the beach and she went into the water with the pump. The pump alarmed button error and none of the buttons worked. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.